Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test or verify motor position encoder error alarm in alarm history screen due to motor error alarm. The insulin pump had a severely scratched display window, scratched case, cracked case at display window corners, cracked belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.